Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(4), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2022. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into multisystem organ failure and the family decided to withdraw care. The patient expired shortly after. The cause of death was multi-organ failure and the death was not considered to be device or therapy related. The device operated as expected and will not be returned for evaluation.